Manufacturer narrative:
A senior repair technician of the national repair center (nrc) inspected lcd panel display and no visual damage was observed. The senior repair technician of the national repair center (nrc) installed lcd panel display into monitor module of cs100 test fixture. Tested to factory specifications per cs100 service manual. Failed testing, verified the reported failure of one pixel on the display located below the blood pressure waveform was burned out. The technician scrapped and retained the lcd panel display in the nrc per procedure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the lcd display (0160-00-0113). The stm completed all safety, functionality, and calibration checks which passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Due to character restrictions telephone number : (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that after installation, the cs100 intra-aortic balloon pump (iabp) units screen was abnormal, there were bright spots on the screen. There was no patient involvement.